Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 24 and 36 hours. The pod's adhesive reportedly started to peel on the cannula side of the infusion site (hip/buttocks), indicating the cannula was dislodged. As treatment, the patient gave themselves a correction of 3 units of an insulin injection before applying a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg.